Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found external insulation abrasions breaching the outer insulation and exposing the outer coil in three locations proximal and distal regions of the lead. The cause of the reported event was due to the exposure of the outer coil, consistent with friction to the device can and friction to another device or feature of the patient's anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise on the right atrial lead. The lead was explanted and replaced. Patient was stable post procedure.